Manufacturer narrative:
A CAPA was previously initiated by koru medical to investigate syringe ejection malfunctions. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Koru medical became aware of mw5172128 received through the FDA medwatch program stating "indication: common variable immunodeficiency, unspecified. Pt request a replacement pump, pt said she had the infusion set up like she always does and when she turned on the pump the syringe flew out of the pump, and it keeps spinning. Confirmed she had the infusion set up correctly with the flow rate tubing disc side connecting to the syringe and still not working. Pt thinks something is wrong with the pump. Advise we will send a new pump. Advised pt she can manually push the medication since she already attached needle set and flow rate tubing to the hizentra pfs. Advised pt can manually push. Pt tried that and was getting resistance. Serial number: (B)(6). Expiration date 04/16/2025. Unknown if the patient missed a dose or experienced an adverse event as a result of the defective product. Unknown if the pt has the defective product on hand for possible return to the manufacturer. No further information is known." Additional information was received providing patient information and the serial number of the pump involved. The pump listed in this report has not been received by koru medical. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.